Event description:
Irritation on wrists at the cuff area of gown. Staff member # five scrub nurse, sent home in 5/2005 due to iching and irriation. Staff member # 6 surgical resident developed blisters. Both were seen by a dermatologist and administered cortisone shots. Per the customer clinician, no untoward effects anticipated.